Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leakages and torn membranes". There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: one used d1000 tego returned. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) and analysis was performed. The results recorded the "as received" tego connector did exhibit component damages to the silicone seal above the thread post as well as along the thread track near the thread post. Engineering testing to the applicable product/performance specifications was performed. The results recorded no leakages or performance issues. The engineers report noted the characteristics of this type of component damages ( tearing below the rim and adjacent to the thread posts) are indicative of tearing caused by incorrect techniques and or incompatible mating devices. Findings: visual analysis of the as-received tego connector did verify component damages indicative of usage conditions. However testing and analysis of the returned used tego connector recorded no leakages and or performance issues.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "blood leakages and torn membranes". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation results.